Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the hp was disconnected from set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 3 of 4. The home patient (hp) had disconnected during therapy, causing the error. The hp reconnected to the hc prior to calling. The hp cycled the power to clear system error 2240 followed by 2367 ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis (pd) registered nurse (rn) of missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was not aware of the occurrence. The rn was made aware of the use error that caused the alarm. The rn stated the home patient (hp) has been doing therapy fine. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.